Event description:
Healthcare professional reported suspected rupture of the right device and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Date of birth: 1962. Phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, wear abrasion observed, encapsulation color brown 100% of the device.

Event description:
Healthcare professional reported, suspected rupture of the right device. And capsular contracture, baker grade IV. Device explanted.